Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. According to medical device adverse event report form for marketing authorization holders, the nurse replaced the ventilator for the patient in time, and the phenomenon was solved after replacing the ventilato. No service was request and we did not received any information about the cause of the reported problem. No logs were provided and no parts were returned for investigation. Due to lack of information, the root cause of the reported event can not be found.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).